Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts along the proximal portion of the crimped stent were damaged and stretched proximally towards the proximal markerband. As a result of the stretching, the struts have bunched and overlapped adjacent to the markerband. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 2.75 x 24 synergy stent was advanced but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 2.75 x 24 synergy¿ stent was advanced but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).